Manufacturer narrative:
Device evaluation of battery sn (B)(6) has been completed. The reported problem (battery faults) was confirmed due to the battery pca and cells being contaminated. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. Device evaluation of battery charger has been completed. The reported problem (charger problem) was due to corrosion contamination on the battery board pca. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged battery or charger.

Event description:
A us distributor reported that a battery was unable to power on a monitor and a battery charger was unable to recognize a battery pack.